Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Service replaced the solid-state drive (ssd). The system then passed the system checkout and was found to be fully functional. Analysis of the software determined this issue was related to a network/data format failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported when booting the system to load exams, the system showed the grub menu screen, with a black screen and a blinking white cursor in the upper left. Technical services (ts) directed the manufacturer representative through the recovery steps which resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): medtronic received information regarding a navigation system. It was reported when booting the system to load exams, the system showed the grub menu screen, with a black screen and a blinking white cursor in the upper left. Technical services (ts) directed the manufacturer representative through the recovery steps which resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.